Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during an anterior apical repair procedure. During a follow-up appointment on (B)(6) 2012, the patient presented with a vaginal infection and pus. In addition, she also presented with mesh erosion, attributed to necrosis of the overlying vaginal epithelium. The affected area was cleaned with betadine and water, and the patient was prescribed dalacin vaginal cream for 10 days. Reportedly, the physician plans to do anterior repair procedure on (B)(6) 2012. The patient is reportedly in fine condition.

Manufacturer narrative:
(B)(6).